Manufacturer narrative:
(B)(4).describe event or problem correction to the following statement from the initial MDR: the sensor was inserted into the abdomen on (B)(6)2019.

Event description:
The sensor was inserted into the abdomen on (B)(6)2019.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s wife stated the cgm read 100 mg/dl so the patient ate dinner and accounted for the carbohydrate intake. He later became sweaty and incoherent and passed out due to a low glucose level. The cgm reading was 77 mg/dl but the bg value was 42 mg/dl. Based on the fingerstick value the patient's wife gave him two packs of sugar but that wasn¿t working well enough, so she gave him peaches in heavy syrup. She called her sister to come and help her get him in the car and she took him to the emergency room. He was given intravenous (IV) therapy (contents unknown) to raise his glucose level; she thinks it may have been glucagon but is not sure. His heart rate also went down, and he was admitted overnight for observation. He felt fine the next morning and was discharged with his glucose in normal range. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.